Event description:
Patient reported right side "nodule" (not device related), "granuloma", and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nodule, granuloma, and capsular contracture, baker grade unknown

Event description:
Patient reported right side "nodule" (not device related), "granuloma", and capsular contracture, baker grade iii/IV. Device remains implanted.

Event description:
Patient reported right side "nodule" (not device related), "granuloma", and capsular contracture, baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5a, a6.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Patient reported right side "nodule" (not device related), "granuloma", and capsular contracture, baker grade unknown. Device remains implanted.